Event description:
Patient is a heartmate 3 lvad patient (doi: (B)(6) 2020) with patch of mechanical aortic valve, presented to the ed via ems after being found down by his wife. Wife was outside, heard him fall and found him unresponsive. She checked connections and called 911. Ems spoke to vad coordinator after arrival to patient's house for further directions. Ems reported that the patient was not breathing and there was no flow and no green arrows. Instructed to begin chest compressions. Ems confirmed that the driveline/modular cable and power sources were securely connected so instructed ems to change controller. Controller was changed per ems with resumption of adequate flow. Ems also stated that the patient was being shocked by his ICD and instructed to manually shock if needed. Amiodarone was given multiple times. Instructed to continue acls en route to hospital. Map was 80 in ed with adequate flow. Cough and gag reflexes present but no purposeful movement and no response to commands. CT scan of head, chest and abdomen showed no acute abnormality except for 2 rib fractures. Log files requested. (B)(6) 2025: (B)(4) engineer states the controller had 2 blown fuses ocp a and ocp b (overcurrent protection) causing the controller internal fault, and lvad off. Engineer states it is very rare to see 2 blown fuses at the same time. Modular cable and controller were replaced per abbott engineer recommendation. Controller and modular cable along with primary controller that was disconnected earlier per ems sent back to abbott for further examination. Patient remained intubated. Keppra given for seizure like activity. Crrt started. It appeared patient was down for approximately 20 minutes. Discussion with multiple family members surrounding goals of care and poor neurological prognosis. Wife and family decided to terminally extubate and turn lvad off. Care was withdrawn at 2200 on (B)(6) 2025. Patient expired at 2204 on (B)(6) 2025.